Event description:
Screws would not friction lock into center slot of a plate. Screws were originally implanted 8/96. Both were placed into vertebral bodies to add stability to a three level disc fusion. They were both backing out as seen on plain lateral post-op films, one far enough to cause esophageal irritation and dysphagia. The two screws were removed.